Event description:
During device preparation for an afl procedure, it was noted that when the catheter was plugged in, there was no contact force. The catheter was exchanged and the same issue was noted. The procedure was completed using the second without the contact force data. No adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.